Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus cable was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable of the stylus of the programmer was damaged. The programmer was returned for service. There was no patient involvement.